Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the microbiological testing, the subject device tested positive for bacillus spp. (1cfu / endoscope), but the testing result cleared (B)(6) guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for staphylococcus coagulase negative(1cfu/endoscope) and stenotrophomonas maltophilia (8cfu/endoscope). The portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush ((B)(4)) and disinfected using an olympus automated endoscope reprocessor model etd3 (not available in the u.s.a) with peracetic acid. After reprocessing, the subject device was stored in a storage cabinet "horizontaly". There was no report of patient infection associated with this report.